Manufacturer narrative:
No conclusion code available. The reported field event of set screw anomaly was confirmed in the laboratory. The torque driver was returned with a set screw stuck on the tip. The cause remains undetermined because the set screw was inadvertently lost after removal from the torque driver for further analysis. Bench testing showed the device and torque driver to be normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, the wrench became stuck in the set screw. The physician was unable to tighten the rv setscrew. When the physician removed the wrench, the setscrew came out with it. The physician was unable to replace the setscrew. A new device was implanted and the patient tolerated the procedure well. Patient will be followed normally.